Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd micro-fine¿+ pen needle the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer purchased 28 packages of insulin needles from a chain drugstore, and one needle was broken during use.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed.

Event description:
It was reported that when using a bd micro-fine¿+ pen needle the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer purchased 28 packages of insulin needles from a chain drugstore, and one needle was broken during use.